Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment with their implantable cardioverter defibrillator (ICD) in backup vvi. The patient received inappropriate therapy. Device restoration was performed successfully. Patient was stable.